Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn) called while the patient was in drained 1/4 and stated the patient had visible blood in the patient line and pain all over his abdomen and was not sure what to do. The pd patient had started in fill 1 and did not drain in drain 0. Additional information was requested regarding the event and was not received to date.

Manufacturer narrative:
Conclusion: there is no documentation or indication that any fresenius device(s) or product(s) caused or contributed to a serious adverse patient outcome.

Event description:
A registered nurse (rn) called while the patient was in drained 1/4 and stated the patient had visible blood in the patient line and pain all over his abdomen and was not sure what to do. The pd patient had started in fill 1 and did not drain in drain 0. Additional information was requested regarding the event and was not received to date.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn) called while the patient was in drained 1/4 and stated the patient had visible blood in the patient line and pain all over his abdomen and was not sure what to do. The pd patient had started in fill 1 and did not drain in drain 0. Additional information was requested regarding the event and was not received to date.